Manufacturer narrative:
This correction is being file to reduce the total summary from 8 to 1. The previous total summary of 8 keyed was a data entry error.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.